Event description:
The customer reported that prior to use on a patient during power-up, the iabp generated an "electrical test failure code #35" alarm (no comm. With (B)(4)). No patient injury was reported.

Manufacturer narrative:
The company representative replaced the main pc board (part number: 0670-00-1152e) and the wire grommet (part number: 0348-01-0012). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).